Event description:
It was reported by the affiliate in (B)(6) that during service evaluation, it was determined that the micro tornado hp w hand control device failed the electrical safety test. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (01)10886705016938(21)1450m5167r investigation summary: the complaint device was received at the service center and evaluated. It was reported that the failure was detected during an electrical safety test at the service center. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: the keypad is not responding properly. The defective hand control set was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts were identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated with manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.